Event description:
Patient complained of pain so right knee was revised. Surgeon took out the cr femur & cs insert and replaced it with a ps femur and ps insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding pain involving a triathlon ps fem comp #2r-cem was reported. The event was not confirmed. Device history review: indicated that all device accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the reported pain could not be determined. Information such as medical records or operative reports is needed to determine the exact cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient complained of pain so right knee was revised. Surgeon took out the cr femur & cs insert and replaced it with a ps femur and ps insert.